Event description:
Poor augmentation was noted. Then, there was no augmentation. The iab was removed and a second, a 20 cc iab was inserted and there was good augmentation. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 08/29/97.) (Pt's current status: unk -rpt'd 08/29/97).